Event description:
It was reported that the filter deployment was going well until the last 1 cm. At the last 1 cm, the deployment system became stuck. To complete deployment of the filter, the doctor had to pull and push on the system and the filter was finally released.

Manufacturer narrative:
This report is being submitted as this device is the same as a device sold in the us, catalog number rf310f. The device history records were reviewed with special attention to the raw materials, the subassemblies, the mfg process and the quality control testing. This lot met all release criteria. The sample was not returned for evaluation. It is unk if pt or procedural factors contributed to this event. Based on the info available, the results of the investigation are inconclusive and the root cause is unk. The IFU (info for use) states the following: delivery of the g2 filter through the introducer sheath is advance-only. Retraction of the pusher wire during delivery could result in dislodgement of the filter, crossing of filter legs or arms, and could prevent the filter from further advancement within the introducer catheter.